Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient called in to ask if her cycler could be used only for drain because they could not find manuals at the hospital. The patient ended the call after a registered nurse provided manuals. Additional information has been requested, however, to date a response has not been received. It is unknown what led to the patient's hospitalization and if it was related to pd treatment or the use of a fresenius device, drug, or product.

Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy was hospitalized on (B)(6) 2019. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the information available, the liberty select cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the patient¿s hospitalization. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time.